Event description:
It was reported that he buttons were unresponsive. Customer stated she is using her old insulin pump and turned down the continuous therapy insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.